Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced cannula issues with four infusion sets on (B)(6) 2026 as all cannulas were found bent and the patient replaced all four infusion sets. The blood glucose levels (300 mg/dl) was high which was managed by using insulin pen. No further information available.